Event description:
Per the clinic, the patient experienced pain at the implant site with and without device use resulting in the decision to discontinue use of the device. The implanted device remains. A clinical investigation is underway.

Manufacturer narrative:
(B)(4). Implanted device remains.